Event description:
It was reported that the external pulse generator (epg) was unable to sense the qrst complex of the patient therefore did not send out its pacing signal at the correct time during the qrst complex. It was noted that the epg began pacing at an irregular rhythm. The epg was replaced with a new working unit. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment of the external pulse generator (epg) was unable to sense the qrst complex of the patient therefore did not send out its pacing signal at the correct time during the qrst complex. It was noted that the epg began pacing at an irregular rhythm. Following two-day endurance test the epg was found to pace and sense correctly, no abnormalities were observed. The epg passed all incoming testing. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.